Manufacturer narrative:
(B)(4)

Event description:
It was reported that "a patient came into (B)(6) for a PICC exchange as one of his hubs came off while he was sleeping at home. The PICC was placed at (B)(6) in (B)(6) 2025 for tpn. Per the patient, he woke up at 4am and felt something in his bed and found the pink hub had become completely detached from the lumen. A new PICC was placed and the patient is fine". There was no patient harm or injury. No medical intervention required.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use were observed inside the catheter body. Initial analysis revealed that the catheter body was severed in two locations. A note was provided with the sample that confirms the catheter body was intentionally cut during removal and that the separation of the luer hub from the extension line is the source of the customer complaint. Visual analysis confirmed that the distal extension line was separated. The separated portion of the extension line (including the luer hub) was not returned. Microscopic examination confirmed the separation; however, a full analysis could not be performed on the separated portion of extension line to determine the nature of the damage as it was not returned. The distal extension line inner diameter at the point of separation measured 0.057", which is within the specification limits of 0.055"-0.059" per the distal extension line extrusion product drawing. The distal extension line outer diameter measured 0.094", which is within the specification limits of 0.093"-0.097" per the distal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to the proximal extension line and flushed. No leaks or blockages were observed. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that the proximal extension line was secure within the luer hub. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a separated extension line was confirmed through analysis of the returned sample. Visual analysis revealed that the distal extension line was severed; however, the severed portion was not returned for analysis. Despite the damage, the sample met all relevant dimensional and functional requirements. Based on the customer report and the sample received, the root cause cannot be determined without the separated portion of the extension line also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a patient came into medstar georgetown for a PICC exchange as one of his hubs came off while he was sleeping at home. The PICC was placed at inova loudon hospital in (B)(6) 2025, for tpn. Per the patient, he woke up at 4am and felt something in his bed and found the pink hub had become completely detached from the lumen. A new PICC was placed and the patient is fine". There was no patient harm or injury. No medical intervention required.